Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a bleeding irritation under her left breast. The patient's doctor prescribed creams and covered the area. The patient was also given new garments. After using the cream, the patient reported that the irritation healed.